Manufacturer narrative:
D2a common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation. This product is not approved in the united states, however, it has been assessed as reportable as there is a similar product approved in the united states. We are unable to provide the unique identifier (UDI) and other specific product information related to united states registration as the specific product is only commercially available outside of the united states.

Event description:
It was reported that atrial flutter occurred. A pulse field ablation procedure was performed using a farawave catheter. All four (4) pulmonary veins and the left atrial posterior wall were isolated. At the conclusion of the procedure cardioversion was performed which converted the atrial fibrillation into an atypical flutter. Mapping of cardiac tissue identified a possible re entrant loop involving both the left and right atria. The patient has been scheduled for a follow up ablation procedure guided by cardiac mapping.